Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.